Manufacturer narrative:
(B)(4) - sheath removal. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft break was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheath was not returned over the balloon. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the protective sheath or a shaft break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. In this case, it is likely the protective sheath removal technique contributed to the reported difficulties as it was noted the sheaths were not removed per the IFU.

Event description:
It was reported that resistance was met during removal of the yellow protective sheath, and then during removal of the white sheath, the shaft broke, but not into 2 pieces. Reportedly, the nurse who was prepping the device was in training and was removing the sheaths incorrectly. There was no patient involvement. A new same size device was used to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.